Event description:
It was reported the device exhibited low, out of range high voltage lead impedance. The lead was capped and replaced. The patient is doing well post procedure.

Manufacturer narrative:
(B)(4).